Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however per the complaint information the cause of the alarm is due to air being sucked into the disposable caused by the patient not connected when therapy initiated. The labeling review finds the labeling adequate for the user error identified in the complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during the initial drain. The technical service representative (tsr) assisted the home patient (hp). The hp started the initial drain in error while he was not connected. The hp states, he powered machine and then connected himself to the hc. The tsr had the hp close all clamps, cycle power, and advised the hp to start over with new supplies. The tsr advised the hp to call the nurse and notify the nurse that he connected to the set up that was potentially compromised. Baxter product surveillance contacted the hp on (B)(6) 2011. The hp stated that the issue was resolved by starting over with new supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident, he had not told his nurse about the alarm. The hp stated that he is doing fine and continuing therapy without issues. No allegations were made against any of the hp?s dialysis products. No further information was provided.